Event description:
Additional information received identified the patient underwent surgical intervention 19 april 2019 wherein the ipg was relocated.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient is experiencing pain at the ipg site due to the ipg being shallow. As a result, surgical intervention may be pending to address the issue.

Event description:
Additional information received identified the issue was resolved.